Event description:
The manufacturer received information that an end user alleges he was hospitalized for a pulmonary infection due to mold growth in a heated humidifier. The end user also stated his "wife used this device before he used it several years ago", and indicated he is having his home checked for mold spores. The manufacturer has made multiple requests for return of the device for investigation. The end user stated he will not be returning the device. The durable medical equipment (dme) supplier stated that the humidifier was issued in 2010 and that the end user had not followed up with them for any supplies or service from that 2010 date. The instructions for use state "hand washing can be performed daily. Dishwashing can be performed once a week. Empty and clean the water tank to prevent mold and bacteria growth. Wipe the seal completely. Periodically inspect the humidifier for signs of wear or damage. Never operate the humidifier if any parts are damaged, if it is not working properly, or if the humidifier has been dropped or mishandled. Do not use the humidifier if the water tank is leaking or damaged in any way. Have any damaged parts replaced before continuing use." The manufacturer searched their complaint system and found no similar reported events of patient harm. Based on the available information, the manufacturer concludes this is an isolated event, and no further action is necessary.